Event description:
The following is based on the medical records provided by the patient's attorney. On (B)(6) 2012 the patient was taken to the hospital. He stated he had chest pain yesterday evening that was located in the center of his chest and migrated to the left arm side of his chest. Pain did not radiate but was reported tight in character. No exacerbating or relieving factors. The patient stated he had eaten supper and laid down to sleep. Then a couple hours later chest pain woke him up from sleep. The patient stated he took two nitroglycerin, a pain pill, and two aspirins and called for an ambulance for transfer. The chest pain had resolved on the way to the emergency room. The EKG showed supraventricular tachycardia. The patient was discharged on (B)(6) 2012 to assume dialysis and have a blood check.

Manufacturer narrative:
This is one event (chest pain) for the same patient involving six separate products. A system level investigation is being performed to include all concomitant fresenius products being used at the same time of the event. Medical records have been provided by the patient's attorney for an event reported via litigation. An additional file was opened based on a review of the medical records. Medical records were provided and reviewed by the post market clinical staff. Currently it is unknown if the device may have caused or contributed to the reported event. Upon completion of the plant investigation a follow up MDR will be submitted. This is one of seven MDR's submitted to document this report. Please reference the following MDR numbers: 1713747-2013-00497, 8030665-2013-00658, 2937457-2013-00275, 1225714-2013-03188, 1225714-2013-00048, 1225714-2013-00049.